Event description:
Reporter states that she is allergic to all plastic used in any currently available CPAP face mask. She experienced a burning sensation in her throat, itching, dyspnea, facial and chest rashes, bronchitis, chills and shakes. All above reactions stopped when she stopped using the face mask.